Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 8 months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same size and model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to endocarditis. Blood cultures were performed and no growth was seen or organism isolated 28 days after the replacement procedure. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.